Manufacturer narrative:
Concomitant medical product: dtba1q1 ICD; implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post implant, a left ventricular (lv) lead integrity alert (lia) was triggered for high pacing impedance. In addition, the lead was unable to capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.